Event description:
Note: the date of event is unk. It was reported to boston scientific corporation on july 28, 2009, that a nitinol urological retrieval coil was used for an unk procedure. According to the complainant, the retrieval coil was found to be "defective" during preparation outside the pt. The procedure was completed with another nitinol urological retrieval coil. No further event details have been made available to boston scientific to date.

Manufacturer narrative:
This device has been received, but an eval has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant info received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).